Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation of the implantable cardioverter defibrillator, far field r-wave oversensing on the atrial lead was observed. The patient did not receive therapy. The oversensing was noted on a stored electrogram. The atrial lead was sensing the biventricular pace after the ventricular event occurred. The device was reprogrammed. The patient's condition was stable.